Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 35 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.